Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer's parent reported via phone call that the customer insulin pump had a keypad anomaly and a blank display. The customer¿s blood glucose was 3.0 mmol/l at the time of incident. Customer¿s parent stated that the insulin pump screen was blank after exposure to moisture. Customer's parent also reported that the insulin pump buttons were unresponsive. Keypad anomaly troubleshooting was performed and confirmed that time is advancing. Customer had a low blood glucose of 3.0 mmol/l on (B)(6) 2018 and went up to 11.0 mmol/l after treatment with food. Customer's blood glucose reading was 6.7 mmol/l at the time of call. Customer's parent declined low blood glucose troubleshooting. The customer¿s parent was advised to have customer discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Insulin pump passed all functional tests, including the idle current measurement test, run current measurement test, self test, off no power test, unexpected restart error test, displacement test, basic occlusion test, occlusion test, prime test, rewind test and excessive no delivery test. Insulin pump monitored for several days and no blank display, missing segments or partial display noted. Insulin pump received with normal operating currents. No damage found on the lcd isolation tape noted. No moisture damage found on the electronics, motor, battery tube, vibrator and keypad assembly during visual inspection. However, pump received with intermittent button response due to flattened act button dome switch. The keypad connector on lcd is locked properly during visual inspection. Pump received with scratched case.